Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. The patients reported blood glucose level was 250 mg/dl. The pod will not be returned as it has been discarded.